Event description:
A customer alleged an event of suspected positive biological indicator (bi). Some of the items in the load could not be recalled; however, no injury or harm were reported. The cycle did not cancel. The bi was placed in the lower back of the sterrad 100s chamber. The results of the previous bi were negative and the results of the subsequent bi were unknown.

Manufacturer narrative:
(B)(4) no code available: suspected positive bi

Manufacturer narrative:
Asp investigation results: one processed bi from lot 348091 was returned for investigation. Visual inspection determined that the cap was depressed. The ci (chemical indicator) on the cap was gold. The vial was crushed. The tyvek liner was enclosed and the spore disc was present. There was no remaining media in the vial. An assessment of the cyclesure bi failure mode and effects analysis revealed a low-safety risk to the user. All risk priority number (rpn) scores for this failure mode are below the threshold of 100, and thus considered low risk. The health hazard analysis (hha) was reviewed and the issue is considered to have a none/negligible risk. A review of the complaint history for cyclesure bi, lot 348091, revealed one other similar reported complaint. An overall review of the complaint history for cyclesure bi with similar problem code of "suspected positive bi" does not indicate a significant trend in complaints over the past 12 months. There was no service record performed addressing a positive bi at the time of the event. A service order is not required if the customer did not experience two consecutive positive bi events from the same sterilizer. There was no report of sterilizer malfunction during the cycle of which the reported bi was used; therefore, it is unlikely that the positive bi result was attributed by the sterrad sterilizer. There was no manufacturing defects found that could have contributed to the reported positive bi result. Retain testing of the same bi lot resulted in no positive bi and were found to meet specifications. Therefore, the reported failure mode could not be confirmed. The device history record (DHR) for this lot 348091, was reviewed and found to meet all required specifications without any manufacturing nonconformities at the time of release for shipment. The sterrad sterilization process was validated using the overkill methodology (inactivation of high numbers of highly resistant spores) with a wide variety of hospital loads. A significant loss of process efficacy is unlikely in cycles that meet completion requirements of the control system and the chemical indicator (ci). The pre-sterilization bioburden is known to be both relatively low in number and relatively sensitive to sterilization, particularly common pathogens. It would be highly unlikely for this type of microbial population to survive such a sterilization process and if low number of surviving microorganisms were to be present, their low number and likely non-pathogenic nature would not typically lead to an infection. Therefore, it is extremely unlikely that the load from a successfully completed process would result in patient infection. Tray data was not provided hence the load compatibility could not be confirmed. Asp will continue to track and trend.